Event description:
It was reported that during a lap band case, the device continually gave an error 4. The handpiece was replaced and the case was completed without any patient consequence.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.